Manufacturer narrative:
Concomitant medical products: pb1018, transcatheter valve, implanted: (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.